Event description:
The customer reported via phone call that the insulin pump alarmed with a button error and a button was not responding. Customer's blood glucose was 150 mg/dl. No significant events leading to the alarm were recalled. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
The act button on the insulin pump was received with intermittent response due to corroded keypad traces. No button error alarms noted during testing. The following cosmetic damage was noted: cracked reservoir tube lip, case cracked at the display window corner, minor scratches on the lcd window, scratched reservoir tube window, and cracked belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.